Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed, however based on similar information, the cause is mostly like design related and the issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external fluid leak was observed from the return line. The leak was stopped after tightening the connector and treatment was started. Thirty minutes into treatment, an external blood leak was observed from the return line and the luer connector was observed to be cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.